Event description:
The customer reported that the images produced were black. This issue will cause the system to be unusable due to a loss of the live image. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn, as repair info is not available.